Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the stomach during an esophagogastroduodenoscopy (egd) procedure performed on an unknown date in (B)(6). According to the complainant, during the procedure, the clip was attempted to be deployed; however, the clip failed to release from the catheter even after several attempts to shake and jiggle the clip. Reportedly, wire cutters were used to release the clip from the catheter, and the procedure was completed at this time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to stable.